Manufacturer narrative:
Examination of the returned instrument confirmed the bolt is frozen. A two-year search of the complaint database found inadvertently over tightening or over loosening the hex nut component contributing factors. A design change of the locking mechanism was implemented on december 17, 2014 via (B)(4) to help alleviate with this type of complaint. The complaint depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Neck trials are stripped. On (B)(6) 2017 - evaluation of the returned instruments found both neck trials to be heavily used. Product code 297531045 - the bolt is frozen, the screw is not functional.